Manufacturer narrative:
Concomitant medical products: 4196 lead implanted: (B)(6) 2010, 5076 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a routine device change-out procedure where both the superior vena cava (svc) and right ventricular (rv) defibrillation impedances of the right ventricular lead had been stable before, both impedances were varying and a svc alert was triggered. Follow-up revealed different vectors were programmed, but the inconsistent impedance persisted, so the svc coil was programmed off, as well as the alert. Then a warning was triggered for the rv coil. It was later reported both the svc and rv impedances were high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.